Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was having difficulties charging their ipg due to the spot/position of the ipg. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was repositioned closer to the surface to facilitate charging, resolving the issue.